Event description:
Pt's mother called in to state her sons cornea was damaged due to contact lens wear and may need a corneal transplant. Medwatch (B)(4) received (B)(4), 2012 notes the pt began with blurred vision and was referred to specialist. The specialist prescribed him eye drops and referred pt to another specialist. That specialist said that vision was very poor and cornea was damaged and that a possible corneal transplant was needed. Several attempts to contact the reporter for more info have been made with no reply to date. Incorrect lot info provided. No eye care professional info provided. This is being filed as unconfirmed corneal damage.

Manufacturer narrative:
This is being reported as unconfirmed corneal damage.